Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a decreasing trend in pacing impedances. At this time the values were low, out of range. There was no evidence of any lead noise at this time. Technical services suggested further testing in the clinic with isometrics, pocket manipulation and serial impedances. There is a concern for insulation breach that has not been confirmed. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) lead, and right ventricular (rv) lead has been showing a decreasing trend in pacing impedances. At this time the values were low, out of range. There was no evidence of any lead noise at this time. Technical services suggested further testing in the clinic with isometrics, pocket manipulation and serial impedances. There is a concern for insulation breach that has not been confirmed. The rv lead remains in service at this time. Additional information was received mentioning that the rv lead has been showing loss of capture (loc) and pacing inhibition, with a symptomatic patient that is pacing dependent. Noise over sensing on shock and rv channel that appears non physiologic was observed at electrograms, causing the crt-d to deliver inappropriate anti-tachycardia pacing. Furthermore, a signal artifact monitoring episode with noise and rv coil to can impedances greater than 200 ohms were observed. The pacing impedances for both rv and lv lead have been also high, out of range. The patient was admitted, and therapy was programmed off and the system was programmed to maximum outputs. The extraction was programmed to occur in the next days. Technical services wanted to know if there was a viable lv pacing vector that does not use rv coil in the event that there is intermittent loc on the rv due to fracture of distal coil. The crt-d, rv and lv leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b5, describe event or problem field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) lead, and right ventricular (rv) lead has been showing a decreasing trend in pacing impedances. At this time the values were low, out of range. There was no evidence of any lead noise at this time. Technical services suggested further testing in the clinic with isometrics, pocket manipulation and serial impedances. There is a concern for insulation breach that has not been confirmed. The rv lead remains in service at this time. Additional information was received mentioning that the rv lead has been showing loss of capture (loc) and pacing inhibition, with a symptomatic patient that is pacing dependent. Noise over sensing on shock and rv channel that appears non physiologic was observed at electrograms, causing the crt-d to deliver inappropriate anti-tachycardia pacing. Furthermore, a signal artifact monitoring episode with noise and rv coil to can impedances greater than 200 ohms were observed. The pacing impedances for both rv and lv lead have been also high, out of range. The patient was admitted, and therapy was programmed off and the system was programmed to maximum outputs. The extraction was programmed to occur in the next days. Technical services wanted to know if there was a viable lv pacing vector that does not use rv coil in the event that there is intermittent loc on the rv due to fracture of distal coil. The crt-d and lv lead have been explanted, and the rv lead was surgically abandoned. No additional adverse patient effects were reported.